Event description:
A healthcare facility in (B)(6) reported that an mr290 vented autofeed humidification chamber cracked during use.no patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that an mr290 vented autofeed humidification chamber cracked during use. The customer further reported that a nippy 3 ventilator was used. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: attempts to retrieve the complaint chamber were unsuccessful. The complaint chamber is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. The hospital case manager, (B)(6), has stated that the crack on the chamber was "right on the port" and very likely caused by physical damage to the chamber. A lot check could not be performed as no lot number was provided. Conclusion: physical damage to the chamber is likely caused by physical impact. This suggests that the chamber was likely damaged post-production, possibly during transport, storage or set-up of the device. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The device user instruction state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4).we are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.